Event description:
It was reported bd twinpak¿ dual cannula device had foreign matter. The following information was provided by the initial reporter: "it was reported by the facility representative that the needle does not pierce the top of the vial and a piece of rubber got inside the vial. We had a site that reported that it caused coring and a small piece of rubber was noted in the syringe".

Manufacturer narrative:
H.6. Investigation: it was reported by the medical professional, the cannula does not pierce the top of the vial. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows part of a syringe with white solution in it. No other information is available from the photo. It could be possible the customer is not using the product as intended. This product is not designed to be inserted through a vial rubber stopper. A device history record review was completed for provided material number 303390, lot number 1088526. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with no physical sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd twinpak¿ dual cannula device had foreign matter. The following information was provided by the initial reporter: "it was reported by the facility representative that the needle does not pierce the top of the vial and a piece of rubber got inside the vial. We had a site that reported that it caused coring and a small piece of rubber was noted in the syringe".